Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, cracked belt clip slot, and cracked reservoir tube lip noted. No cracked on display window noted. (B)(4).

Event description:
It was reported via phone call that the display on the insulin pump was cracked. Customer's blood glucose level at the time 130 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.